Event description:
It was reported that during an unk procedure, the instrument stopped cutting. No pt consequences.

Manufacturer narrative:
Date sent: 4/17/2008. Eval summary: the hand piece was returned with a loose mount. It was tested on the generator and no error code was noted. The instrument failed the continuity test. It was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted.